Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device does not cool anymore, and display stays black. Per follow up information received via email on 04sep2024, device will be repaired at crs depot. Once done, paperwork will be uploaded to smx. No patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mains voltage circuit card. The arctic sun 5000 was evaluated. Test: quick test performed. A long-term test was carried out after the quick test. During the evaluation, it was found that after approx. 7 hours of operation, the device screen was black. The device went off and the device beeped. Alert 45 (ac power lost) was found. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, g h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device does not cool anymore and display stays black. Per follow up information received via email on 04sep2024, device will be repaired at crs depot. Once done, paperwork will be uploaded to smx. No patient involvement.